Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During preparation of the device, it was noted that the clip was jerky and jumping. A new clip was chosen. Two mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During preparation of the device, it was noted that the clip would make a clicking sound and then was jerky and jumping. A new clip was chosen. Two mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping and noise. There is no indication of a product issue with respect to manufacture, design, or labeling.